Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. Review of the device image showed the device had entered bvvi mode due to a por (power on reset) that occurred during implant. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. The reset could not be reproduced in the laboratory; hence the cause of the field event could not be conclusively determined.

Event description:
It was reported that during the implant procedure, telemetry was lost and unable to communicate using a wand on the device. The programmer was rebooted and communication was reestablished. However, the device went into backup operation mode. The device was replaced. There were no adverse health consequences, the patient was stable.